Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned a single pen needle with no cap for identification. The returned pen needle was visually inspected prior to testing for a clog. The non-patient side has been bent inside the hub, starting at the proximal end of hub¿s needle cannula. This would prevent normal testing for clogs. Additionally, this damage would prevent the needle from properly attaching to the pen, giving the impression that the needle was clogged during use. Based on the damage present, the needle bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was able to determine that the needle had bent, which would prevent insulin from passing through the needle like a needle clog would. The root cause of the needle bending appears to be accidental damage from stresses caused by the user during routine use. H3 other text : see h.10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was clogged. The following information was provided by the initial reporter: material no: 320550 batch no: 0189494 it was reported that the needle clogged during priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was clogged. The following information was provided by the initial reporter: material no: 320550, batch no: 0189494. It was reported that the needle clogged during priming.